Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had progressively higher pacing impedances. The lead was capped on (B)(6) 2018. The impedances over the life of this lead had slowly increased from 600 to 1100 ohms.